Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with cracked display window corner, scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer called in to report insulin pump keypad unresponsive and button error alarm. Patient was unable to clear alarm and advised device would need to be replaced. Customer also reported hospitalization for unstable blood glucose levels ranging from 4 mg/dl to 525 mg/dl. Patient was treated with manual insulin injections and stated they had not used their insulin pump since button error alarm. Nothing further reported.